Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and there was a diagnostics problem, where programmer data showed that detailed episode #1 data was invalid.

Event description:
It was reported that the ventricular fibrillation episode indicated "detailed episode data is invalid". Invalid data due to a bit flip is a power reset issue. The device is still in use. No patient complications have been reported as a result of this event.